Event description:
A malfunction alarm was reported, identified by malfunction code, but the customer did not experience any adverse impact on blood glucose levels. The customer was unable to reset the pump due to lack of access to a charger, so technical support provided instructions for resetting the pump and assisted with the process when the customer called back. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump without further issues, and they were advised to report if any problems arose again.